Manufacturer narrative:
D6: device returned with no lot identification.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.